Event description:
It was reported that during a percutaneous coronary intervention (pci) stenting treatment procedure, a shaft breakage occurred. The patient underwent a pci procedure to treat a lesion located in the right coronary artery (rca). The physician decided to rotablate the mid-distal segment of the vessel which had significant calcification. Engagement of the ostium was difficult, but successfully achieved via radial access. Wiring of the vessel was achieved with the help of a non-bsc microcatheter. The lesion which was long and eccentric was successfully rotablated. Pre-dilatation was done, and with the help of a non-bsc catheter a 3.5 x 38 promus element was successfully deployed across the lesion. Post-dilatation was performed to optimize the stent, and it was decided to place a 3.0 x 12 promus element stent distal to the stent. However after several attempts and use of a non-bsc catheter, the physician was unable to get the stent to cross the previously deployed stent. He saw that the catheter shaft had snapped outside the body. He was able to withdraw the stent system. The physician decided to end the case at this point, as the main lesion was successfully covered. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination found that the hypotube had broken approximately 940mm proximal to the exit port. The proximal section, manifold, and strain relief were not returned. Several kinks were identified along the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.

Event description:
It was reported that during a percutaneous coronary intervention (pci) stenting treatment procedure, a shaft breakage occurred. The patient underwent a pci procedure to treat a lesion located in the right coronary artery (rca). The physician decided to rotablate the mid-distal segment of the vessel which had significant calcification. Engagement of the ostium was difficult, but successfully achieved via radial access. Wiring of the vessel was achieved with the help of a non-bsc microcatheter. The lesion which was long and eccentric was successfully rotablated. Pre-dilatation was done, and with the help of a non-bsc catheter a 3.5 x 38 promus element was successfully deployed across the lesion. Post-dilatation was performed to optimize the stent, and it was decided to place a 3.0 x 12 promus element stent distal to the stent. However after several attempts and use of a non-bsc catheter, the physician was unable to get the stent to cross the previously deployed stent. He saw that the catheter shaft had snapped outside the body. He was able to withdraw the stent system. The physician decided to end the case at this point, as the main lesion was successfully covered. No patient complications were reported and the patient's status is stable.